Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found it was partially deployed. The anterior cuff was detached from the link and was not returned with the device, which will result in a failure to retrieve the suture during needle plunger removal and can appear very similar to the reported needle-to-cuff miss. Possible causes for a link break are a jerky motion during deployment, excessive force applied during needle plunger removal, or a sidewall puncture. A link break can be avoided by gently removing the needle plunger during the first 2cm. Additionally, the posterior needle was captured by the posterior cuff and examination of the suture bearing, bridge and guide were found to be within specifications and undamaged; therefore, they were not a contributing factor in the event. During testing, an attempt to reinsert the needle plunger into the device was unsuccessful due to excessive dried blood in the needle guides. There was nothing detected with the device that would contribute to the reported event. Based on the findings, the root cause for the anterior link break is related to the operational context in which the device was used. Another possible influencing factor was that it was reported that the operator was not trained in the use of the device, which is not consistent with the instructions for use (IFU). The IFU states that the device should be used only by operators trained in diagnostic and therapeutic interventional catheterization procedures who have been trained by an authorized representative of abbott vascular. No manufacturing or quality issues were detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the needle plunger was removed, "there was no suture release; it was not possible to finish the knot." The device was removed and a second proglide device was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.